Manufacturer narrative:
The correct information has been provided with this report. Please see below for the included correction. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed displacement test, rewind, and basic occlusion, occlusion test. Unable to prime during prime test due to faulty force sensor resistor. No motor error alarms or no delivery alarms noted. Unable to complete functional test due to prime anomaly. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed displacement test, rewind, and basic occlusion test. Unable to prime during prime/a33 test due to faulty fsr (gold). No motor error alarms or no delivery alarms noted. Unable to complete functional test due to prime anomaly. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window and broken reservoir tube lip.

Event description:
The customer reported via phone call that they had a high blood glucose level that was over 600 mg/dl. The customer had not treated the high blood glucose yet because they were trying to get the insulin pump to work. The customer reported that they woke up to a no delivery alarm. The customer stated that she changed the site and set twice and ran a self-test, but she kept receiving a motor error. Troubleshooting was performed. The customer was able to complete the insulin pump rewind. The pump alarm history contained more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.